Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said there were multiple air detected in cassette warnings in dwell 3 of 5. The patient canceled treatment and found fluid in the pump module area and on the external of the cassette. A new cycler was issued to the patient. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient received a new cycler and is using it with no further issues. The cycler is available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said there were multiple air detected in cassette warnings in dwell 3 of 5. The patient canceled treatment and found fluid in the pump module area and on the external of the cassette. A new cycler was issued to the patient. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient received a new cycler and is using it with no further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
The actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 519 mbar indicating fluid is present in hp filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.